Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2007: the patient was admitted. (B)(6) 2007: the patient presented with pre-op and post-op diagnosis: lumbar stenosis, lumbar radiculitis and lumbar degenerative disk disease. He underwent the following procedures: l2-3 and l4-5 bilateral decomposition for lateral recess stenosis. L4-5 posterior inter transverse fusion. Per-op notes: incision was made over the lower lumbar spine, left side of the l4 lamina was notched, interspinous ligaments at l4-5 and l2-3 were taken, starting with l4-5 on the right, partial medial facetectomy was accomplished, same was done on the left, laminotomy was undercut, ligamentum flavum was removed, bilateral lateral recess decompression was accomplished at l2-3 with the same technique, tips of the transverse process at l4 and l5, first on the right and then on the left at l4-5, soft tissue was taken off the lateral pars area and facet, the face capsule was removed. Bmp-2 sponge was placed in the lateral gutter. Part of that sponge overlapped the superior articular process right into the joint space itself. Morselized bone was placed into that gutter. The same was accomplished on the left. No patient complications were reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.